Manufacturer narrative:
Model number: balloon: 72400024; pump: 72404127; serial number: balloon: (B)(4); pump: (B)(4); catalog number: balloon: 72400024; pump: 72404127; UDI number: balloon: (B)(4); pump: (B)(4); expiration date: balloon: 11/17/2022; pump: 09/26/2018; manufacture date: balloon: 11/18/2017; pump: 10/09/2017.

Event description:
It was reported that the patient experienced recurring incontinence with their artificial urinary sphincter. The system was replaced with a 4.0 cm cuff, pump, and 61-70 cmh2o balloon. The patient had no further complications.